Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that her blood glucose is above range from what the sensor can read. The customer stated that her isig value is 68.58 right now and her blood glucose have been all over the place. The customer stated that her blood glucose reading went down to 40 mg/dl last night. The customer stated that her blood glucose reading was stabilized at 183 mg/dl after a temporary basal. The customer's blood glucose reading at the time of the incident was 579 mg/dl. The customer was not sure of the cause of her high and low blood glucose readings. The call was disconnected and the customer was unable to troubleshoot any further.